Event description:
Boston scientific crm received information that during the attempted implant of this left ventricular epicardial lead, after it was placed, no pacing or sensing was observed despite high outputs and no r-wave measurements could be obtained through the pacing system analyzer (psa). Pacing impedances remained consistently at 440 ohms. The physician felt that the tissue at the implant site was viable, so another cable, adaptor and psa were tried with no success. So, the physician elected to place another lead instead of reposition this one, as it was suspected that there was an issue with this lead.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. At this time, no additional information is available. If additional information becomes available, this report will be updated.